Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin infection where developed soreness at the insertion site which prompted him to remove the sensor early. Upon sensor removal, the patient noticed a bump at the needle puncture site. On (B)(6) 2025, redness and swelling appeared at the location, leading him to seek help at an urgent care clinic where a physician assessed the site, observed an abscess at the puncture site, and prescribed an oral antibiotic medication (cephalexin 500 mg, four times daily for seven days). No lab test or diagnostic imaging were performed during the visit. The report was made on the same day as the urgent care visit, and the patient¿s condition remained unchanged. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).